Event description:
It was reported that at device change-out, insulation abrasion was noted. All electrical measurements were normal.

Manufacturer narrative:
A partial lead measuring 23.7cm from the connector pin was returned. External insulation abrasion breaching the rv lumen was noted at 19.2 to 20.9cm from the connector pin and breaching the re lumen at 16.7 to 17.3cm from the connector pin, consistent with friction to the ICD can. The etfe insulation of one rv cable was breached in this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated, but not yet begun